Event description:
In this event it is reported that a k-file m-access 31mm 008 file broke during use causing the patient to have a toothache. After taking an x-ray, it was found that about 2mm of file tip was left in the canal, resulting in periapical infection. The dentist used ultrasonic to retrieve broken part.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Additional information received: we received the following information: I called the reporter on september 3, 2025, september 9, 2025, and september 12, 2025, but no one answered. The reporter just called me back and confirmed upon inquiry that the case did not actually occur. Please void it. We will investigate anyway as the complaint has indeed been created. This is a follow up report for this additional information that has been received. Correcting this MDR to non- reportable. This follow up report is to correct this event to a non-reportable. This is being changed due to additional information that has been received. . Please disregard the initial report.

Manufacturer narrative:
The batch number is known, certificate of conformity is available. We found during DHR review the qh #77514, issued during twisting / sharpening operation because the blank files were too short in length. Production was finally accepted according f804.112. No incidence on the final production. For information, this is the first complaint received involving this batch number for this issue.